Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Patient information has been requested.

Event description:
The customer reported that a patient became disconnected from the monitor in bed (B)(6) on (B)(6) 2017 after having fallen and subsequently coded. Staff have indicated that the central did not alert them that the patient was off the monitor. The patient was stated to be critical/unwell at the time the issue was reported.

Manufacturer narrative:
The customer contacted the customer care solutions center for troubleshooting support and for log file retrieval. The customer did not request onsite evaluation of the device. The patient was monitored by a bedside monitor with an x2. Log files were collected and reviewed with clinical product specialist beth zengo. The log data indicates that the patient first had an spo2 88<90 alarm at 02:30:14 which was followed by an ECG leads off inoperative alarm or inop at 02:30:47. This condition did not end until 02:55:57. Alarm sounds were noted to be occurring on the device for both yellow and inop alerts during this timeframe. Note that the device can only play a single alarm sound at a time and the highest priority alarm that exists for any patient at that time is the sound that is preferentially played. The device remains at the customer site. Information about the investigation has been provided to the customer. The customer did not request onsite evaluation of the device. The issue is not consistent with a malfunction of the product. The customer reported that a patient had fallen and became disconnected from their monitor and alleged that the information center ix did not alert them to the occurrence. A review of log data found that the patient had a **spo2 88<90 alarm and then an ECG leads off inop at 02:30:47 which lasted until 02:55:57. The customer has not reported and data does not support that the audio subsystem was not otherwise operating normally at the time of this event. The issue is consistent with a use related issue. No further action or investigation is warranted at this time. Product labeling adequately describes alarm behavior on the product.